Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not known.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer also noted that the insulin gauge dropped from 100 to 25 units after the bolus of 17.78 was delivered. The customer change the supplies to the pump. The customer's blood glucose level was not impacted.